Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 there was no reported impact to the customer¿s blood glucose level. Customer support guided caller through complete pump reset, and caller was advised to report back if cgm error occurred again, with no further outcome information available.